Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was for scheduled for device replacement when the device was found to reach eri on (B)(6) 2017. The device was interrogated before surgery on (B)(6) 2017 and it was noted that the device reached end of service (eos) prematurely on (B)(6) 2017. However, since the patient had intrinsic heart rhythm, the patient was unaffected by the ICD reaching eos prior to the procedure. The device was explanted and replaced. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.